Manufacturer narrative:
Beckman coulter complaint handling unit evaluated the event involving the au680 chemistry analyzer. Hardware performance may have contributed to this event; however, the primary failure mode could not be determined. Beckman coulter customer support reported the customer replaced the reagent and wash syringes which resolved the issue. Age or date of birth, weight and ethnicity: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low creatinine results on their au680 clinical chemistry analyser. There was no report of change to patient treatment as result of this event. No patient demographics were provided. The customer provided data for nine (9) patient samples.